Event description:
Manufacturer received a report from a consumer via email alleging that consumer received a broken/dislocated right hand because of the company's product malfunctioning. Details of the incident were not given. How and if the company's device caused or contributed to the injury is unclear.